Event description:
Patient with degenerative disc disease has a two-level procedure with two spinous process plates implanted. The patient reported a severe headache and leg pain. A MRI was taken and showed a large fluid collection. A revision surgery was performed and both spinous process devices were removed. It was noted that the l4 spinous process was broken so it was removed (along with the surgical removal of the l5 spinous process and both levels laminas). There was also a csf leak that was repaired.

Manufacturer narrative:
The information contained in this report is being provided to FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. Device not returned to manufacturer.